Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure in the right atrium, activation mapping and circuit identification were performed and ablation of the right isthmus was initiated. After the first radiofrequency application, an additional application was attempted on the ventricular side, and while advancing the catheter it became entrapped within the chordae of the tricuspid valve. During the entrapment, a mechanically induced ventricular tachycardia occurred, several maneuvers were performed over a few minutes to release the catheter, and defibrillation was performed with prompt return to sinus rhythm. The catheter had been used through a short introducer, which did not allow withdrawal of the catheter into the sheath and was reported to have contributed to prolonged entrapment during the ventricular tachycardia. After catheter removal and rhythm stabilization, the procedure was aborted. Post-procedure monitoring found no pericardial effusion or cardiac tamponade, and the patient was reported to be hemodynamically stable. No further patient complications have been reported as a result of this event.